Event description:
The complaint is classified based upon info the patient/layperson gave to a customer care advocate, cca, in 2008. The pt informed the cca that the battery icon on his onetouch ultra meter displayed the night before at 7 pm. The pt had never changed the battery. When asked, the pt informed the cca that he felt low after the issue began. Reportedly, no treatment was rec'd. This senior medical affairs specialist has mailed a letter to the pt who had not returned calls. The cca replaced the product. Although the pt reportedly received no medical intervention, the complaint is classified as an adverse event because he alleged that he "felt low" after the issue began. The pt did not specify the symptoms he reportedly was feeling.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.